Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient suffer from any consequence due to the bleeding? What is the current condition of the patient? Please provide the product code and lot number.

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2020 and suture was used. The suture broke during the surgery. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/07/2020. The following information was requested, but unavailable: in event description indicates that "no additional information could be provided" but could you please response this questions: did the patient suffer from any consequence due to the bleeding? What is the current condition of the patient? Please provide the product code and lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/31/2020. Corrected b5 narrative: it was reported that a patient underwent a vascular procedure on (B)(6) 2020 and suture was used. The suture broke during the surgery. The patient was bleeding about 50 ml. Changed to another device to complete the surgery. Additional information was requested. The following information was requested but unavailable: did the patient suffer from any consequence due to the bleeding? What is the current condition of the patient? Please provide the product code and lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.